Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2011 and pelvic floor repair mesh and a sling were implanted. On (B)(6) 2011, the patient experienced fever, abdominal pain, and abdominal swelling. The patient was readmitted to the hospital. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2011. (B)(4). Fever occurred. Conclusion (B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. There are two possible devices involved in the event as follows: tension free vaginal tape - (B)(4). Prosima pelvic floor repair kit - (B)(4).

Manufacturer narrative:
(B)(4). Following the procedure, the patient developed a temperature and vaginal bleeding and went to the emergency room. The patient experienced an abdominal hematoma approximately three weeks after the initial procedure, then developed an abscess one week later. A CT scan had been done in the hospital which showed a thickening of the left adenexa which the physician thought may have been an abscess or infected hematoma. While hospitalized, the patient underwent an exploratory laparoscopy with pelvic washings. The vsd was removed on (B)(6) 2011. The patient is recovering well.